Event description:
Update: (B)(4) 2013 - medical records indicate patient was revised due to metallosis. Additionally, the revision report indicates that in examining the calcar, there were a few areas that were suspect for a possible nondisplaced fracture. The newly implanted stem has been added to the complaint.

Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant.

Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.